Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation .

Event description:
A patient specific implant request form was received for the patient's left hinged knee. Noted on the form: "need to revise the axle, bumper, bushings and circlips.".